Event description:
During egd procedure, attempt was made to clip a bleeding gastric vessel using a resolution 360 clip. One clip was successfully placed on the vessel. A second clip was placed adjacent to the first, but malfunctioned and would not detach from the delivery device after deployment. In the process of trying to free the clip, it dislodged and resulted in hemorrhage.